Event description:
In 2009, the patient reported she received an e4 (occlusion) error on her insulin infusion device while trying to program a bolus. She stated, she last changed her infusion headset and tubing two days prior. She said that prior to the report she changed the tubing and insulin cartridge but continued to receive the e4. The patient was instructed to disconnect from her infusion headset and prime out of the tubing. She received an e4. She was then instructed to remove the tubing and prime through the adapter which she did without error. She was advised to change the tubing. She stated she had no more tubings. Replacement infusion sets were sent to the patient. The patient stated, she last changed her device adapter 3 months ago. She was advised to change the adapter with every 10th cartridge change. Two weeks after event, the patient reported she was hospitalized on event date, with a blood glucose reading of "hi." She was treated with insulin and IV for dehydration and nausea and released the next day. The infusion device and infusion set were replaced and requested to be returned for evaluation.